Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the wall of the uterus") and back pain ("pain on my ride side/ back pain that hospitalized me twice") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), device expulsion ("migrated to the uterus"), pelvic pain ("extremely sore but glad they are out"), headache ("headache so tired"), mood swings ("mood swing"), polymenorrhoea ("I was a several period a month") and uterine leiomyoma ("plus mass fibroid"). The patient was treated with surgery (hysterectomy). At the time of the report, the uterine perforation, back pain, device expulsion, pelvic pain, headache, mood swings, polymenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered back pain, device expulsion, headache, mood swings, pelvic pain, polymenorrhoea, uterine leiomyoma and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following perforated the wall of the uterus, migrated to the uterus, extremely sore but glad they are out, headache so tired, mood swing, pain on my ride side back pain that hospitalized me twice, I was a several period a month and were reported via social media: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the wall of the uterus") and back pain ("pain on my ride side/ back pain that hospitalized me twice") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), device expulsion ("migrated to the uterus"), pelvic pain ("exremly sore but glad they are out"), headache ("headache so tired"), mood swings ("mood swing"), polymenorrhoea ("I was a several period a month") and uterine leiomyoma ("plus mass fibroid"). The patient was treated with surgery (hysterectomy). At the time of the report, the uterine perforation, back pain, device expulsion, pelvic pain, headache, mood swings, polymenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered back pain, device expulsion, headache, mood swings, pelvic pain, polymenorrhoea, uterine leiomyoma and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following perforated the wall of the uterus, migrated to the uterus, exremly sore but glad they are out, headache so tired, mood swing, pain on my ride side back pain that hospitalized me twice, I was a several period a month and were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.